Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported during the intraocular lens implantation the coating of the inside of the cartridge was adhered to the iol when using which was found after implantation. The surgery was completed without product replacement on the same day. It did not occur when company iols were used additional information has been requested.

Manufacturer narrative:
Non-qualified lenses were indicated. It is unknown if a qualified handpiece and viscoelastic were used. No determination can be made without physical evaluation of the complaint sample. Information was provided that the issue does not occur when qualified company lenses are used. Per the instruction for use IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).